Manufacturer narrative:
(B)(4). The sample was received and this complaint could not be confirmed in the lab. Particulate material was not detected in the returned sample the returned sample passed leak test in the test lab and showed no other visual problems. The lot number was not known so no batch review was performed. The root cause could not be determined. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation is anticipated. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report regarding a transfer set with white particulate matter in the fluid pathway. No injury or medical intervention was reported.